Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with implantable neurostimulator (ins) for spinal pain. It was reported that the left side keeps shutting off when the patient is set to 100. The patient increases to 350 and stimulation starts to work but stimulation gives the patient a ¿jolt¿ when set at 350. The patient decreases stimulation 1000 from 350 and stimulation goes back off. The patient was walked through checking for another group to try. The patient connected to the therapy screen and stated the patient was on program 1 and set to 100. The patient added the battery is charged. The patient was redirected to their healthcare provider. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep and a healthcare professional reiterated that the patient had intermittent stimulation. Impedances were normal. The patient had the leads and ins replaced and the issue was considered resolved. No further complications were reported.

Manufacturer narrative:
Product analysis #702641245:analysis information -- 2019-09-30 15:28:38 cst pli# 10 product ID# 97702 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d11: product ID 3550-29 lot# serial# unknown , product type accessory product ID 7495-51 serial# (B)(6) product type extension product ID 74002 lot# (B)(6) product type adapter product ID 7495-51 lot# serial# (B)(6) product type extension product ID 3487a lot# (B)(6) product type lead product ID 3487a lot# (B)(6) . Product type lead h3: analysis of the ins was functionally okay, with insignificant anomalies. H3: analysis of the extension s/n (B)(6). Showed broken outer insulation. H3: analysis of the lead showed stim lead conductor broken within 10cm of the connector area. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via manufacturer representative. The patient presented to the healthcare provider (hcp) office because he had started to have intermittent stimulation to his left arm/hand. The patient would feel normal stimulation in his hand/arm at approximately 1.5. Then his stimulation would go away. He would then have to turn up his stim to approximately 3.5 before he would feel stimulation again only it would be too strong at 3.5 and would have to turn it back down to 1.5 approximately. This pattern would continue throughout the day. At times he mentioned it maybe positional, but it also happened when he wasn¿t moving. Impedance checks were run during normal stimulation and also when it felt like it quit working. During these tests all impedance checks came back with normal ranges. The rep tried different programs and the same thing would happen. The rep informed the hpc that they could not give a reason why the stimulation was suboptimal. All checks came back normal. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 7495-51, serial# (B)(4), product type: extension. Product ID: 74002, lot# n597899n01, product type: adapter. Product ID: 7495-51, serial# (B)(4), product type: extension. Product ID: 3487a, lot# l69636, product type: lead. Product ID: 3487a, lot# j0125637v, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient repeated previously reported information. They indicated that one side of their stimulation will stop working until they turn in up to 3.5, then it slams on hard. However, when they turn it down to 1.1, it stops working again. The patient stated that they have had a set of leads in their back for 22 years and would like to know how long they last before breaking down in the body. No further complications were reported or anticipated.